Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Reportedly, the pt expired in the hospital while receiving palliative care via the device. The local (B) (6) have seized the device from the user facility. The user facility reported the infusion had four hours remaining; when it was found the syringe was empty. No further info is available from the (B) (6) or the user facility. At the time of this report, the device has not been made available to the manufacturer for eval.